Manufacturer narrative:
Section a: patient information was not provided, request for this information has been made. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that during implant of the heartmate 3 left ventricular assist device (lvad), the pump was prepped per instruction for use (IFU) and handed off to the surgeon. Once the pump was placed and the team began the de-airing process of the procedure, the team followed their normal de-airing techniques. After close to 20 minutes of attempting to de-air, the surgeons and team believed that the pump was not working as per normal. The team stated that it seemed as though there was no forward flow going through the heartmate 3 lvad. During the deairing process, the surgeons stated the pump flow did not increase as per expected based on patient hemodynamics and what was occurring physiologically. The abbott representatives attempted to help suggest causes for the flows being lower in this scenario. Per the surgeons, the team decided that the best course of action was to open a new pump as the current pump was not performing as expected. Once the new pump was prepped per the IFU, the surgeons placed it, and attempted to de-air again, this time successfully without issue on the new pump. The team requested an immediate analysis of the first pump to see what may have caused the issue. The patient was sent back to the operating room (or) for surgical chest washout. Permanent chest was closed by the surgical team. The cardiology and surgical team collaborated on heart failure management of the patient in the or and post-operation care. The speed was 4800 rpm and flow was 2.7 lpm. The patient was stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any findings which would have contributed to the reported low flow event observed in the log files retrieved from the returned device. A specific cause for the reported event could not be conclusively determined through this evaluation. (B)(6) was returned assembled with a fully intact pump cable. The modular cable was not returned. The apical cuff and outflow graft were not returned. Upon disassembly of the returned pump, visual inspection of the blood contacting surfaces did not reveal any adhered depositions or thrombus formations. The retrieved lvad log files from the returned device contained events that appeared consistent with the pump implant procedure. The pump appeared to be powered on, and speed was increased to as high as 4800 revolutions per minute; however, flow values never increased above 1.4 liters per minute. No other notable data was captured. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. D is currently available. Section 1, "introduction," provides an explanation of each of the pump parameters, including pump flow. Section 1 also lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4, ¿heartmate touch¿ communication system,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5 ¿surgical procedures¿ provides information on all surgical procedures, including priming the pump (subsection entitled ¿preparing, running, and priming the pump¿) and de-airing the pump (subsection entitled ¿de-airing the pump¿). Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.